Event description:
Family member of home pt reported receiving a check supply line/refilling heater bag alarm during fill 5/5 of the pt's automated peritoneal dialysis treatment on the homechoice machine. During the troubleshooting process, family member stated they respiked new dianeal solution bags to the used homechoice cassette supply lines. Baxter technician assisted home pt in ending treatment for the evening. No pt injury or medical intervention reported by family member of home pt or unit rn.